Event description:
It was reported that this chronic right ventricular (rv) lead had an rising pace impedance trend. Additional information indicated that the rv pace impedance trend reached greater than 2000 ohms. The capture threshold was also reportedly high. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.